Manufacturer narrative:
This report is submitted on january 18, 2024.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2023 (specific duration not reported) due to pain at the implant site. Subsequently, the patient was treated with oral and IV antibiotics for a duration of 5-7 days (specific date not reported) however, the issue could not be resolved. The patient was also treated with an injectable steroid (specific date not reported). The implanted device remains.